Event description:
On (B)(6) 2014, at doctor's office, received artefill injections in the malar, nlf and naso-labial folds. Following the injection pt developed an adverse reaction consisting of severe swelling of the face, bilateral malar edema, lower eyelid festoons, and lower lid laxity. The pain is severe and intolerable which radiates into his forehead, ears and jaw and extreme pressure in the eyes.